Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024, it was reported that the patient faced infusion set tubing was leaking at on top of cartridge. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.